Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). (B)(4). Sorin group received a report that the touch screen of the s5 double head pump was unresponsive during preventative maintenance which was being performed by the facility's biomedical technician. The system was identified as part of a field engineering note (fen) and was addressed by the service representative. No nonconformities were noted during manufacturing record review.

Event description:
Sorin group received a report that the touch screen of the s5 double head pump was unresponsive during preventative maintenance which was being performed by the facility's biomedical technician. There was no pt involvement.